Event description:
It was reported that the patient had their previous left side system removed a couple of months ago. The patient got an infection. The patient was a nurse and they scratched the incision site and got (B)(6). The explant date was (B)(6) 2014. Perioperative antibiotics were administered and the patient did not have meningitis. The treatment for infection was a peripherally inserted central catheter (pic) line and antibiotics every 12 hours for an unknown duration and the infection resolved.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v004698, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type lead. (B)(4).